Manufacturer narrative:
The failure investigation has been completed and the wake button issue has been confirmed. However, the high bg issue was unable to be confirmed; there were no events observed that could support that the device was unable to deliver insulin as intended. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the screen would not respond when the wake button was pressed. Reportedly, after the customer pressed the wake button multiple times, the wake button became detached from the pump. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level of 245 (mg/dl) due to running out of insulin in the pump during the night, and due to an illness. Customer reported that they knew that they were running out of insulin due to use error. Customer administered a correction bolus. Reportedly, customer will continue to use the pump for insulin therapy.